Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the imaging system generator was not active. No additional information was provided.

Manufacturer narrative:
The allegation against the medtronic imaging system was filed under 3004785967-2019-00785. There was no allegation against the navigation system. If information is provided in the future, a supplemental report will be issued.